Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (investigation findings, and investigation conclusions). The device history record (DHR) and IFU were not reviewed as no information regarding a device failure mode and/or serial number was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed. Multiple requests have been made to obtain additional information. At this time, additional information has not been provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a patient with an unknown surgical valve, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was performed with a 29mm 9755rsl valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.